Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4): damaged ancillary trocar and damaged anvil former. The analysis results found that an ancillary trocar and anvil of an ecs25 were received. The tip of the ancillary trocar was broken and there were scratches on the body of the trocar. After further analysis, it was noted that the locking springs on the anvil were scratched, indicating that the anvil was not detached correctly. The damage to the ancillary trocar and the locking springs is consistent with attempting to detach the ancillary trocar when the locking springs of the anvil are clamped. Please note that when attempting to detach the detachable head or anvil, do not clamp across or grip on the locking springs as it will lock the trocar in place and will make it difficult to remove. It should be noted that if torque or excess force is applied to the ancillary trocar, it may cause the trocar to break. To detach the ancillary trocar, it should be rotated 45 degrees in the anvil shaft so that the finger notches are perpendicular to the locking springs (unlocked position). Utilizing the finger notches, pull the ancillary trocar out of the anvil shaft. Please reference the instructions for use for additional information. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a gastric bypass procedure, the device's blue ancillary trocar from the anvil was very difficult to remove. They got a second anvil grasper and used that to pull it off. There was no adverse consequence to the patient.